Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a minicap transfer set patient connector separated from the titanium adapter on the catheter leaving a 2 mm gap. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).